Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, repeated error m-02 occurred on vio dv integrated electrosurgical unit (iesu) or erbe, and the erbe had no monopolar energy output. The customer received phone assistance from the technical support engineer (tse) outside of the procedure. The customer had power cycled the erbe, but the issue was not resolved. The customer used bipolar energy instrument to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis and the reported failure, several m-02 errors, was confirmed and replicated. During power-on test, the m-02 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit will be returned to original equipment manufacturer for additional failure analysis and potential repair. The complaint was confirmed based on failure analysis. The probable root cause could be attributed module issues on the erbe generator.